Manufacturer narrative:
(B)(4). During follow up it was reported that the broken solution administration set was observed to have a leak. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set was observed to be broken. The set was in a colleague infusion pump. The malfunction occurred before use. There was no patient involved. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.